Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient undergoing coronary artery bypass (CABG) was implanted with an impella cp device for mechanical circulatory support. It was reported upon successful completion of the CABG and mitral valve replacement while coming off the impella the team was having suction issues and interference from the mitral valve. The physician reportedly attempted to reposition the impella. However, due to the left ventricle and small aortic arch the impella could not be successfully repositioned. The patient was reported to be stable and the physician successfully completed the removal of the impella .